Manufacturer narrative:
For 2 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event, it was determined a rinse mechanism squeegee was hitting the top of cells, causing splashing. The follow up action for 1 event was that the probes, reaction cells, lamp, rinse mechanism squeegees, and heat cut filter were replaced. Probe dispense volumes and detergent concentration were checked. The gear pump pressure, mixers, and probe rinse levels were adjusted. A new reagent pack was placed on the analyzer. Precision studies were performed. Controls were tested and recovered within the customer's specified ranges. The follow up action for 1 event was that the customer replaced the reagent cassette, re-calibrated, and ran qc. The follow up action for 1 event was that the squeegee was adjusted. Mechanism checks were performed. Controls were tested and these were within range. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by the cobas 8000 c 502 module. The events involved a total of 3 patients with the following: 1 questionable result for vanc2 vancomycin. 1 questionable result for ua2 uric acid ver.2. 1 questionable result for cre creatinine jaffé gen.2. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.